Manufacturer narrative:
Examination of the submitted device revealed areas of wear and deformation on the connection point. The damage is consistent with the reamers stripping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The mbt revision reamer ends continue to strip as surgeons use during cases. The surgeons are reaming the canals and soon as the reamer starts making contact w/ the reamers, they strip.